Manufacturer narrative:
(B) (4): the screw remains implanted. X-rays showed an extremely distorted lateral view of multi-level acdf. The specific implant levels could not be determined. The lower level (inside window) suggests a backout of one of the bone screw; the backout cannot be confirmed due to distortion of x-ray image.

Event description:
It was reported that the pt underwent an anterior cervical discectomy and fusion (acdf) from c4 to c7. Follow up x-rays showed that the c7 bone screws are backing out. The pt was asymptomatic. The pt did not complain about a specific event that caused the screws to back out. The pt had been lifting, bending, and resumed normal activities soon after surgery; the pt was non-compliant with post-op orders. To date, revision surgery has not been scheduled.